Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Regarding the premature battery depletion, it was believed the patient experienced some further spasticity and discomfort. Regarding the cause of the premature battery depletion, ¿one of the issues noted on decree¿ was indicated. The pump was noted as having administered lioresal with concentration 2000 mcg/ml at a dose rate of 600 mcg/day. Following pump replacement the patient recovered without sequela. No rotor or dye study was performed.

Manufacturer narrative:
The previously applied conclusion code no longer applies.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving compounded baclofen (concentration 2000 mcg/ml, dose 615 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, an alarm was heard and confirmed by telemetry; pump logs were checked and the critical alarm was due to low battery reset, safe state. The physician stated that the patient would be scheduled for surgery. There were no symptoms reported. The hcp mentioned that the patient was hospitalized and treated for urinary tract infection on the week of (B)(6) 2016. On (B)(6) 2016 the hcp reported that the elective replacement indicator (eri) showed 14 months, the pump was currently running and the hcp wanted to clarify whether the pump needed to be replaced. Replacement was recommended because whatever caused the pump to reset would likely occur again. The patient was encephalopathic at the time of the report and could not be brought into the operating room at the time. The hcp stated that the pump was reprogrammed on (B)(6) 2016 back to original dose of ~600 mcg/day, however by that time, the patient was in withdrawal and indicated that some of her symptoms may be related to overdose-type symptoms since she had been getting baclofen for a number of days prior to restarting the pump at therapeutic rate. The dose was reduced to ~300 mcg/day due to the overdose type symptoms. It was stated that encephalopathy was the reason the pump was not replaced on (B)(6) 201. Additional information received from healthcare professional on 2016-oct-17 stated the pump was explanted on (B)(6) 2016 with a new pump and the same catheter was used. It was noted patient become encephalopathic on (B)(6) 2016. It was noted bolus was given and pump dose reprogrammed from basal rate (safety mode) to patient's usual dose of 615 mcg/day and this led to overdose. To resolve the encephalopathy, intrathecal baclofen dose was decreased, all oral baclofen was stopped, and supportive care as an inpatient on the neurosurgical unit. Patient experienced lethargy and confusion. It was noted that the pump was reprogrammed to the usual dose, then a few day later ((B)(6) 2016) when overdose was resolved the pump was surgically replaced and it was said to have resolved the low battery reset, safe state. It was noted the cause of the low battery reset, safe state was due to early battery failure, and was noted the low battery reset, safe state had been resolved after pump was removed and replaced on (B)(6) 2016. It was also noted the withdrawal and overdose-type symptoms had been resolved. After replacement it was noted the dose increased to therapeutic level while managing withdrawal symptoms with diazepam and cyproheptadine, due to the dose being to low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.